Event description:
It was reported that stent damage occurred post-deployment requiring additional intervention. The patient presented with coronary artery disease (cad) and underwent percutaneous coronary intervention (pci) of the non-tortuous and non-calcified target lesion. After placing a proximal 3.00x20 synergy xd drug-eluting stent (des) and a distal 2.50x32 synergy xd drug-eluting stent, an opticross hd intravascular ultrasound (ivus) catheter was used. However, during the procedure, the ivus catheter got stuck on the stent strut of the 3.00x20 synergy xd drug-eluting stent at the junction of the two stents. The physician attempted to glide the ivus catheter off the stent strut and tried pulling back the catheter, but the catheter would not give. After a slightly more forceful tug, the ivus catheter came back but deformed the proximal stent causing it to accordion in the vessel. The ivus catheter was removed intact but was stretched out. It was noted that the stents were post-dilated with non-compliant balloons especially at the junction of the stents prior to using the ivus catheter. After the ivus catheter deformed the 3.00x20 synergy xd drug-eluting stent, the physician spent a lot of time trying to recross the lesion and was able to successfully place a 3.00x8.0 synergy xd drug-eluting stent over the deformed section leaving the patient with multiple layers of stent in that area of the artery. The procedure was successfully completed, and the patient was fully recovered.